Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in jackson, united states. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the issue after thorough testing. Functional verification testing was successfully completed and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report regarding a heater cooler 3t system, showing the error (e16) concerning faulty pump 2 in patient circuit 1. The issue occurred during procedure. There is no report of patient injury.